Event description:
Patient underwent a primary attune tkr (palacos cement was used) on the (B)(6) 2018. Patient has been experiencing pain and was reviewed at (B)(6) hospital. Bone scan was hot, but no indicators for obvious infection. Surgeon commented that implants were potentially oversized and that there could be an issue with femoral rotation? At time of revision, some femoral overhang was noted along with a tight flex ion gap. There were no obvious signs of infection and none of the primary components were obviously loose or damaged. The surgeon opted to revise the primary components to an attune revision and downsized both the tibia and femur from size 4 components to size 3 components. Doi: (B)(6) 2018; dor: (B)(6) 2022; right knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.